Event description:
Physician attempted to deploy a 3.00 x 12 mm integrity bare metal stent. It is reported that the wire kinked as the physician tried to advance to the lesion and the stent came off the delivery system.

Manufacturer narrative:
Results: root cause of stent dislodgement cannot be determined, limited information. No results available since no evaluation performed ¿ device or procedural images not provided for review. Inherent risk of procedure ¿ stent dislodgement. Conclusions: inherent risk of procedure ¿ stent dislodgement. Root cause of stent dislodgement cannot be determined, limited information. Unable to confirm complaint ¿ device or procedural images not provided for review. (B)(4).

Event description:
It was confirmed that the stent fell off in the physician's hand during prep. The device was not used in the patient.

Manufacturer narrative:
Evaluation results: root cause of stent slippage cannot be determined, limited information. (B)(4).